Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with mild chest pain and low blood pressure. Electrocardiogram, computerized tomography (CT) and chest x-ray were performed. Ectopy was seen on electrocardiogram. Electrocardiogram also revealed a small pericardial effusion. CT revealed a lead perforation of the right atrial (ra) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient and their family member that during the procedure the lead "punctured the heart" and that they had to replace it with a "thinner" lead.